Event description:
It was reported that a user on day two of ilet therapy experienced recurrent low glucose and believed the device was delivering too much insulin. The user announced a ¿usual for me¿ lunch but consumed three hotdogs to avoid further drops, and system reports indicated three dinners were announced the prior evening although the user recalled only one, suggesting incorrect procedure related to meal announcements and involving the user interface. Symptoms included hypoglycemia with glucose values reported down to 54 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included review of communications with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with improper or incorrect method for meal announcements involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.